Event description:
It was reported that minimum fill notification occurred, after which customer removed pump overnight and had no backup insulin plan, leading to elevated blood glucose. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support the next morning, was instructed to clean pump connection area, then was guided to fill and load new cartridge and successfully resumed insulin delivery, and was referred to diabetes educator for future backup planning and reminded that technical support was available at all times.